Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus remains implanted and active and another cuff was implanted. Additional information was reported that the patient presented to the physician with recurring incontinence, the physician decided to add an additional cuff to the currently implanted system.